Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer¿s current blood glucose was 283 mg/dl. The customer experienced symptoms like pain. The customer treated high blood glucose with manual injections. The product was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Pump passed the delivery accuracy test. No unexpected no delivery alarms noted during testing. Programmed multiple boluses and monitored; unit uploaded properly using care link. All bolus deliveries were shown properly in care link and in the daily history screen. Monitored with the unit communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. No exiting out of auto mode anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slight corrosion in battery tube.